Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). At the time of the report, the embedded device and pelvic pain outcome was unknown. The reporter considered embedded device and pelvic pain to be related to essure. The reporter commented: cross linked with case (B)(4) amendment: the report was amended for the following reason: coding request received. Correction due to discrepancy between coding action item and match point coder query: pt of the event embedded in uterus changed from device breakage to embedded device. This case was upgraded to incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the uterus') and menorrhagia ('heavy periods') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / lower pelvic pain / cramps that feel like labor pains"), back pain ("lower back pain"), fatigue ("major fatigue"), alopecia ("hair loss"), dyspareunia ("pain during sex"), menstruation irregular ("irregular periods ") and polymenorrhoea ("sometimes 2-3 times in a month") and was found to have weight increased ("weight gain 67 lbs in 4 yrs") and uterine cancer ("abnormal cell growth in uterus"). The patient was treated with surgery (d and c and exploratory laproscopy / hysterescopy). At the time of the report, the embedded device, menorrhagia, pelvic pain, back pain, fatigue, alopecia, dyspareunia, menstruation irregular, weight increased, uterine cancer and polymenorrhoea outcome was unknown. The reporter considered alopecia, back pain, dyspareunia, embedded device, fatigue, menorrhagia, menstruation irregular, pelvic pain, polymenorrhoea, uterine cancer and weight increased to be related to essure. The reporter commented: cross linked with case 2016-206164 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new events lower back pain, major fatigue, hair loss, pain during sex, irregular periods sometimes 2-3 times in a month, heavy periods, weight gain 67 lbs. In 4 yrs., abnormal cell growth in uterus added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). At the time of the report, the embedded device and pelvic pain outcome was unknown. The reporter considered embedded device and pelvic pain to be related to essure. The reporter commented: cross linked with case : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('embedded in the uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain ("pelvic pain") and device breakage (seriousness criterion medically significant). At the time of the report, the pelvic pain and device breakage outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. The reporter commented: cross linked with case (B)(4). Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Reporter information updated. Events: embedded in the uterus. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.